Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One angio-seal 8fr sts plus carrier tube was returned for product evaluation. No other accessory components were returned. Visual inspection revealed that the anchor was fully exposed at the distal tip and there was no bypass tube present. The collagen at the distal tip appeared swollen. There was no damage or deformation noted on the carrier tube assembly. No other visual anomalies were noted. Since the bypass tube was not returned, functional testing was not possible. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device collagen plug, and the anchor were completely hanging out of the carrier tube. There was no bypass tube at all, it was completely missing from the device. This device was not usable at all and another 8fr angio-seal unit had to be opened. The procedure was successful, and the patient's condition was fine. Additional information was received on 02aug2019. The type of procedure was a peripheral artery disease case where they were treating a lesion in the superficial femoral artery using groin access. The doctor used a jetstream 7f device during the procedure, that is why they were using an 8fr angio-seal.